Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03).

Event description:
Customer reported via phone call that the insulin pump had a hardware low level failure alarm and power loss alarm. Customer¿s blood glucose value was unknown. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. The device will return for the analysis.